Event description:
It was reported that the device was stuck in the lesion requiring additional intervention. A 1.50mm rotapro was selected for use in a percutaneous coronary intervention (pci) in the right coronary artery (rca). The approximately 90% stenosed target lesion was heavily calcified and located in moderately tortuous anatomy. Several ablation runs were performed. On the fifth run, while advancing, the rotation speed fluctuated. The target speed was 160,000 rpms, but the actual speed observed was approximately 150,000 rpms. The device stalled and became stuck in the lesion. Several attempts were made to remove the burr using dynaglide mode. These attempts were unsuccessful. As a result, the catheter was cut using cable cutters, the sheath was removed from the rotapro, a buddy wire was run parallel to the rotawire, and several balloons were advanced next to the burr in an attempt to dislodge it. After ballooning the burr, a 6f guideliner was advanced over the rotawire to be used as countertraction while simultaneously pulling the burr. This allowed the burr to be released from the lesion. The rotapro was removed. The vessel was stented, and the procedure was completed with non-compliant balloons. No patient complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
A2: age at time of event - 18 years or older. Device evaluated by manufacturer: the rotapro was returned for analysis. The burr catheter was received attached to the advancer unit. Inspection of the rotapro revealed that the coil and sheath were cut off 5mm distal of the strain relief. The majority of the coil was stretched with the sheath having wear at the cut location. The annulus of the burr was slightly damaged and not rounded. The drive shaft was able to be rotated with no issues. The rotapro advancer was then connected to the rotapro control console. The advancer was able to reach optimum speed without dropping speed or having any unstable speed. There were also no abnormal noises. Product analysis confirmed the reported event, based off the condition of the returned rotapro and the confirmed damage..

Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that the device was stuck in the lesion requiring additional intervention. A 1.50mm rotapro was selected for use in a percutaneous coronary intervention (pci) in the right coronary artery (rca). The approximately 90% stenosed target lesion was heavily calcified and located in moderately tortuous anatomy. Several ablation runs were performed. On the fifth run, while advancing, the rotation speed fluctuated. The target speed was 160,000 rpms, but the actual speed observed was approximately 150,000 rpms. The device stalled and became stuck in the lesion. Several attempts were made to remove the burr using dynaglide mode. These attempts were unsuccessful. As a result, the catheter was cut using cable cutters, the sheath was removed from the rotapro, a buddy wire was run parallel to the rotawire, and several balloons were advanced next to the burr in an attempt to dislodge it. After ballooning the burr, a 6f guideliner was advanced over the rotawire to be used as countertraction while simultaneously pulling the burr. This allowed the burr to be released from the lesion. The rotapro was removed. The vessel was stented, and the procedure was completed with non-compliant balloons. No patient complications were reported, and the patient was stable post-procedure.